Event description:
It was reported internally that a ge field engineer (fe) received an electrical shock while troubleshooting the mr system at a customer site for an unrelated issue. The shock was received through his right index finger after touching the gradient cooling manifold hose. The fe did not receive any injury or medical intervention as a result of the shock. Preliminary evaluation of the incident suggested that the cooling manifold hose could generate a high voltage potential that may expose a fe while servicing the system. The concern is for an electrical shock that may result in a serious adverse event. There was no performance malfunction of the optima system that would impact the pt or the operator. Neither the pt nor operator of the system would be exposed to the cooling manifold hose due to insulating protective enclosures.

Manufacturer narrative:
Ge healthcare has initiated an investigation of the reported issue.